Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 3 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for an acute drop in hematocrit caused by a gastrointestinal (gi) bleed. The patient was transfused with packed red blood cells (prbcs). Upper gi endoscopy showed that upper gi was within normal limits. Colonoscopy showed a single non-bleeding colonic angiodysplastic lesion which was clipped successfully. The patient was discharged from the hospital on (B)(6) 2018. After discharge, the patient has been seen in clinic for follow-up and reported to be stable/healthy. Anemia is improving and no other signs of blood loss has been suspected. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Review of the patient's submitted system controller log files appeared to show slight, transient power elevations. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.